Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, a temperature alarm occurred while the pump was exposed to normal temperatures, and multiple power source alerts occurred when the customer attempted to charge the pump despite using multiple power sources. The customer's blood glucose (bg) ranged from 128-150 mg/dl. Reportedly, the customer resumed insulin delivery on the pump and continued to use the pump for insulin therapy.